Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 8mm long starting 2mm from the proximal end of the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was good.